Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was leaking out of the insulin pump. The customer reported that they noticed that the reservoir was empty and there was insulin inside the reservoir compartment. The customer's blood glucose was 301 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The reservoir will not be returned for analysis.